Event description:
Additional information received indicated further episodes of noise resulting in oversensing and inappropriate shock were observed on the rv lead. The physician elected to reprogram the device to disable tachy therapies to avoid any further inappropriate therapy. The patient was in stable condition.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient was later seen in-clinic where the noise could be reproduced via provocative testing. X-ray imaging was performed, however, no lead abnormalities were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.